Event description:
The user received a questionable ft4 result from the analytical e module analyzer serial number (B)(4). The initial result was 43.6 pmol/l and was reported outside the laboratory. The sample was tested on a delfia system and the ft4 result was 13.9 pmol/l. The ft4 result by equilibrium dialysis was 24 pmol/l. The erroneous result led to a misdiagnosis of hyperthyroidism. A pituitary MRI was being considered for the patient. It was unknown if the patient was adversely affected, but the patient was not given any treatment specifically for hyperthyroidism. The patient's current condition was unchanged.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch report with patient identifier: (B)(6).

Manufacturer narrative:
The investigation tested one sample provided for the complaint and the users' results were reproducible. Further investigation revealed that an interfering factor to streptavidin (sa)-beads was present in the investigated sample and most likely the reason for the erroneous results. This interference is documented by a disclaimer in product labeling stating that in rare cases, interference due to extremely high titers of antibodies to streptavidin or ruthenium may occur. The patient might have received unnecessary further examination due to the erroneous results. However, the patient wasn't given any treatment specifically for hyperthyroidism.